Manufacturer narrative:
Tip of the corsair was found twisted and damaged due to rotational force. The guidewire shaft was inserted through the catheter and they were stuck each other. In the tip of the catheter, broken proximal fragment of the coil of guidewire was observed. Returned guidewire that was used in combination was only the proximal portion including its broken coil . Based on these findings, it was deemed that the tip of corsair was also broken off due to rotational manipulation to the guidewire and the catheter, and the fragment was left in the anatomy together with the fragment of the guidewire. Lot history review could not be conducted since no lot information was available. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. It is inferred that tip distal end of the catheter was trapped by the calcified lesion together with the guidewire, where rotational manipulation was continuously made, guidewire and tip of corsair was broken off when the accumulated rotational force exceeded the products design limit. IFU describes in the section of warning and precautions for use: do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.) If any resistance is felt during the removal of this microcatheter, remove the microcatheter and the guide wire as a unit while checking under fluoroscopy the position of all the devices used in combination. Also in the section of contraindication; do not use in advanced calcified lesions.

Event description:
During the procedure to a heavily calcified cto lesion at lad and 99% occluded lesion at d1 branch, a guidewire with corsair catheter as support was advanced. The guidewire crossed the d1 lesion so the corsair was followed with rotational manipulation, and during the manipulation, guidewire distal end was broken off. Proximal portion of the guidewire and corsair was removed out as a unit, the broken fragment of the guidewire was finally left in the patient anatomy at the physician's discretion. Rotational damage was observed at the tip of corsair.

Manufacturer narrative:
(B)(4).